Manufacturer narrative:
The tibia is loosening most likely due to the fact that the implant was not properly seated or patient factors such as bone quality or likelihood of ingrowth. During the initial surgery, it was noted that there was difficulty seating the implant fully, which may have been due to improper surgical technique or patient bone being too hard, among many other possible causes. Improper seating can contribute to lack of ingrowth and subsequent loosening. Analysis of production records reveals no abnormailities that could contribute to this adverse event.

Event description:
Surgeon reported the patient's tibial implant shows signs of loosening and that they feel pain in the affected joint. After a scope procedure and checking for soft tissue impingement, the patient will be converted to a revision tibial and talar implant.